Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's parent reported via phone call that the display was going blank and the insulin pump would alarm weak battery when changing the battery. The blood glucose at the time of the incident was unknown. Troubleshooting was not completed as the device was not available. The device will not be returned for analysis.